Manufacturer narrative:
A getinge field service engineer (fse) evaluated and performed running test in the getinge office. The fse stated that the reported incident was duplicated. The fse discovered blood had entered into the iabp. To fix the issue, the fse replaced the pneumatic module assembly and was able to perform running test without any occurring problems. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood detection alarm, during therapy on a patient. The next day there was a blood leak in the catheter tube. The intra-aortic balloon (iab) was removed and therapy was discontinued. No patient injury or harm was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood detection alarm, during therapy on a patient. The next day there was a blood leak in the catheter tube. The intra-aortic balloon (iab) was removed and therapy was discontinued. No patient injury or harm was reported.